Event description:
On (B)(6)2024, it was reported by a sales representative via email that two five ar-3636 knotless 1.8 fibertak failed. The first two ar-3636 knotless 1.8 fibertak sutures broke as it was being pulled through the anchor. The other three ar-3636 knotless 1.8 fibertak had the repair stitch lock up in the anchor and could not seat. The sutures ended up snapping during tensioning. This was discovered during a labral repair procedure on (B)(6)2024. The case was completed using additional ar-3636 knotless 1.8 fibertak.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.